Manufacturer narrative:
The insulin pump passed rewind, basic occlusion, occlusion test, prime, excessive no delivery and displacement tests. The insulin pump was received with low reservoir alert functioning properly and was recorded in alarm history screen. The insulin pump had minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump alarm weak battery. Customer's blood glucose at time of incident was 169 mg/dl. The customer was advised the use of other battery brands or type may result in reduced battery life. The customer reported via phone call indicating that the insulin pump alarm off no power. Customer's blood glucose at time of incident was 169 mg/dl. The customer stated that after inserting battery ridges are broken off. The customer was unable to continue troubleshooting because of damage. The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was 169 mg/dl. The customer stated that the ridges are broken off on the battery compartment. The customer was advised to discontinue use of the device and revert to backup plan. Customer was advised that the device would be replaced.